Event description:
It was reported the patient presented in clinic for follow-up. During the check, the implantable cardioverter defibrillator (ICD) could not establish a bluetooth connection. A bluetooth chip reset was performed and bluetooth connection was successfully established. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the additional information received that technical support was contacted and a ble reset was successful in resolving ble connectivity, this behavior is consistent with that of device memory corruption which results in the loss of ble connectivity.